Event description:
Customer reported that pump had a crack near the charging port. There was no adverse impact to the customer¿s blood glucose level. Customer declined further technical support follow-up, and no additional information was available regarding the outcome of the event.